Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced ectasia on both eyes (ou) at a 9 month post op exam. The date of discovery of ectasia was on (B)(6) 2017 and the initial lasik treatment was on (B)(6) 2016. At the post op exam, it was noted that there was post-lasik topographical changes with a loss of best corrected visual acuity (bcva). The patient¿s chief complaint was of irregular astigmatism. In addition, the patient commented that there was decreased visual acuity and more on the left eye than the right eye. The surgery center indicated the event is lasting and disabling, significantly interfering with daily activities. Bcva from (B)(6) 2017: right eye post-op 20/25 -.75 x -.75 x 55; left eye post-op 20/50 -2.00 x -2.50 x 100.